Event description:
A customer reported that a "cutter" did not cut or have suction during a vitreoretinal procedure. There was no pt harm reported. Additional info has been requested, but has not been received.

Manufacturer narrative:
The device history records for the component lots were reviewed. The associated lots (10) were released based on the manufacturer's acceptance criteria. Unrelated processing abnormalities (2 lots) were found during the review. The root cause is unk. (B)(4).